Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced blood glucose of 51 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg level. Additionally, the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged data error alert issue was verified. Additionally the alleged low bg issue was verified in the pump logs, however, no failure was identified.